Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 13aug2020 to date 13aug2021. Complaint trend: there are 10 complaints related to the issue of erroneous results. Date range from 13aug2020 to date 13aug2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6) file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results could not be determined. The customer had reported that the results gathered in the flow cytometer reports had been different from the data reported, though the absolute counts were correct. During the troubleshooting visit, the fse (field service engineer) verified the instrument tests and results. The transmission check was perfumed and no anomalies were found. The fse tested the instrument with regular results, then the customer carried out the tests with positive results. Finally, the fse checked the cst test, which exhibited a regular abort count, and the system seemed to be working as expected. No parts were requested for evaluation as there was no parts replaced. After the tests, it was speculated that the erroneous results may have been due to the data sets having the same ID and barcode despite being from different instruments (calibur and lyric) but couldn¿t be confirmed. Although the instrument was being used for clinical diagnoses, the customer confirmed that there was no change or delay in the treatment of the patient. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02063776, case # (B)(4) install date: (B)(6) 2019 defective part number: n/a work order notes: o subject / reported: 659180 - facslyric 3l10c instrument - data mismatch o problem description: there is a discrepancy in the percentages between the flow cytometer reports and the data transmitted for reporting. The absolute count is instead correct. O work performed: performed transmission check, lyric-link-lis. Having verified that all the values recorded and sent to the lis by the lyric are correct, no anomalies are found. Tests carried out with regular results. Tests carried out by the customer with positive results. Acquisition tests with cst with positive outcome, regular abort rate count. Checked for correct operation, system in use. O cause: none. The customer sent two worklists to lis with the same ID and barcode from two different tools (calibur-lyric) which may have generated the values found by the customer. O solution: nothing to add. Internal notes: o (B)(6) 2021) no patient values were analyzed incorrectly, the customer verified the correct values. O (B)(6) 2021) urgent technical intervention required. The percentages are considerably different but the absolute count is correct. Samples prepared with the duet. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89218 o ID: libivd-ra-118 3.1.16 o reg status: ivd; ruo o hazard: potential misinterpretation of results o cause: demographic variations in blood specimens. O harmful effects: potential for drawing the wrong conclusion o risk control: pi for the reagents recommends labs to establish their own reference ranges. O req link (azure ID): 114836 trace down o implementation verification: libivd-se-15-51ir o effectiveness verification: libivd-se-15-51ir o probability: 2 o severity: 3 o risk index: 6 o residual risk evaluation: afap o new hazards: none mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The fse performed a transmission check on the instrument and verified that all the values recorded in testing were correct. After checking the instrument¿s operation, the fse verified that there was no issue found with the instrument and the cause of the erroneous results could not be confirmed. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while testing patient samples on bd facslyric¿ erroneous results were obtained. There was no report of confirmatory testing and there was no patient impact. The following information was provided by the initial reporter, translated from italian to english: there is a discrepancy in the percentages between the flow cytometer reports and the data transmitted for reporting. The absolute count is instead correct. Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Event description:
It was reported that while testing patient samples on bd facslyric¿ erroneous results were obtained. There was no report of confirmatory testing and there was no patient impact. The following information was provided by the initial reporter, translated from italian to english: there is a discrepancy in the percentages between the flow cytometer reports and the data transmitted for reporting. The absolute count is instead correct. Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.